Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement surgery due to normal battery depletion, an insulation breach was observed on the right ventricular (rv) lead. The breach was repaired during the procedure in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.